Event description:
The customer reported that the set was used with oncology drug-taxol 120 mg in n/s 250ml. During the first 15 minutes of treatment, it was normal without leakage. Then the nurse checked the patient at 1 hour, she found a damp quilt and leakage from the tube. The hospital did not send the sample back for further evaluation because it has oncology drug. A photo was sent for evaluation. The sample was destroyed by the hospital. The actual sample was not received for evaluation, instead a photo of the incident was sent. A free flow and tightness test was performed on one retain sample of the complaint batch without finding of any non-conformity. The investigation of the production documents did not show any deviations related to the complaint reason. Since the actual sample could not be evaluated a detailed analysis could not be performed and a root cause could not be determined.